Manufacturer narrative:
Method: based on the available ECG event data and/or the device behavior reported by the complainant, it appears in each case that the battery may have been disconnected from the unit during the incident. Medical review of the ECG data returned for eval indicated that the pt presented a non-shockable rhythm, and the customer stated that the pt survived the incident. However, neither the device no the batter has yet been returned for eval. Conclusions: further investigation is pending the return of the device and battery. Without the defibrillator or battery, it is not possible to rule out a malfunction.

Event description:
An fr2 was applied to the pt who was bleeding from oesophageal varicies and declining into hypovolaemic shock. The device was turned on and started briefly but turned itself off. A replacement batter was available and inserted into the device. The device then behaved normally. The pt presented a non-schockable rhythm and no-shock was advised. The customer reported that device repeated this behavior when applied to another pt under non-emergency conditions.